Event description:
It was reported that during a procedure using an ultrasonic scalpel the device was "not sealing correctly." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a scalpel generator. The scalpel was tested and passed the initial testing. The device was successfully activated with the foot pedals and buttons. Each button was tested ten times. Each time the min or max button or pedal was pressed, the device activated and at no time during testing did the device stop working. The ability of the device to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device was able to cut and coagulate properly. Cutting/coagulating effectiveness is related to various factors such as, but not limited to, power level (generator settings) and surgical technique. The ultracision harmonic scalpel generator 300 system user manual states: "with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation." Sss's instructions for use state: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." "Take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00092 where the physician had to switch to an open procedure due to a vessel not being sealed, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.